Event description:
During review of a vns patient's programming history on (B)(6) 2012, it was discovered that on (B)(6) 2007, a faulted system diagnostics test occurred which changed the patient's settings. No final interrogation was performed and it wasn't until the patient's next visit on (B)(6) 2007, that the incorrect settings were observed. No patient adverse events were reported to have occurred due to this programming anomaly.

Manufacturer narrative:
Analysis of programming history.